Manufacturer narrative:
Fu1: pieces returned on 19 january 2026. Visual inspection performed by r&d project manager: following a posterior surgery from l4 to s1, one cage at level l5-s1 backed out (ref. (B)(4) , lot no. 1721102a). During the visual inspection, the part was examined and the height of the device was measured. The cage was found to be conforming; in particular, the device height complies with the specifications. Based on the information available, it is not possible to clearly identify the root cause of the complaint. Root cause: based on the information available, no definitive root cause can be established, while the device history record review does not indicate any potential manufacturing-related issue. Although it cannot be confirmed, the issue reported may have resulted from application-specific factors combined with potential intraoperative variables.

Event description:
Revision surgery due toback-out of the cage (ref:03.27.115) at 6 months from the primary (cages were inserted between l5-s1). The cages were replaced with the other competitor&size39, s cages. The fixation range was extended from l4-s to l4-s2ai. Unilateralapproach was used for cage insertion, andthe patient&rsquo; s bone quality was reported to be coarse.

Manufacturer narrative:
Batch review performed on 12 nov 2025. Lot 2459213: (B)(4) items manufactured and released on 19-jun-2024. Expiration date: 2029-jun-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: